Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "revision surgery. Blocker split in half when torquing down last blocker at l4, patients left side."